Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the contrast button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #3: date of submission 12/22/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported button tactile issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was worn but undamaged. The ¿up¿ arrow button responded intermittently. Removal of keypad cover found contamination under the ¿up¿, ¿down and contrast button contacts.

Manufacturer narrative:
Additional information: the distributor amended the complaint on (B)(6) 2014, alleging that in addition to the contrast button, the ¿down¿ arrow button was also under responsive. It should be noted that the under responsive contrast button will not affect the pump insulin delivery.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(6).